Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
It was reported that the up arrow, down arrow, and ok buttons on the keypad are sticking. It was reported that the rubber keypad is intact and there is no exposure to moisture.